Event description:
It was reported the pt experienced right sided pain following a fall. X-rays showed the lead had dislodged/migrated. The pt underwent a lead revision. The pt recovered without sequela.

Manufacturer narrative:
.